Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motor gear box assembly was returned for evaluation, and subsequent testing verified the complaint. The brush holder was tight and the commutator area showed signs of being burnt. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Wiring inside is burnt. Chair only goes backwards and shuts down when forward command is used.